Event description:
During a right shoulder scope posterior bankart repair the tip of the drill bit broke off inside the pt.

Event description:
Add'l info rec'd from MFR 11/07/03: the lot number is 9849. All from lot have been distributed. No more of this lot remains in inventory nor has the actual device been returned for investigation. A review of previous complaints for model number ba3501-04 twist drill, reveal three (3) other complaints for this model number, ba3501-04. Reviews of the previous complaints show this is the only complaint from lot 9849. Complaint summary for model ba3501-04 twisty drill: a total of three (3) other complaints for model number ba3501-04 have been received. Two complaints were for the ba3501-04 twist drill not working properly and one for breakage. Investigation of these three complaints showed that all of the devices were extensively used and very dull. For the breakage, the customer advised that all parts were retrieved and no injury or delay in surgery was reported. Investigation of this device, revealed that the user drilling over a bent k-wire caused the breakage. This can cause the distal tip to split and/or detach. In each of these three previous reports, no malfunction of the device was determined. Because the deivce from this hospital has not been returned from lot 9849, linvatec biomaterials cannot determine the exact reason for this alleged failure. However, based upon the lot number reported, 9849, the unit may have been extensively used and/or dull. Complaint summary for model cln3501-04 twist drill: there have been a total of four (4) complaints from year 2000 for the revised twist drill. There are no reports of this model being left implanted.